Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call is pt states when they are charging the implantable neurostimulator (ins) the controller will turn white and be non responsive and they have to restart the handset all the time. Pt stated it happens all the time they are recharging the ins agent reviewed. Pt states they see no visual damage to the battery pack (bp) , controller connector or recharger telemetry module (rtm). While on the call pt was able to reset the controller and was able to start a charging session and is charging at excellent. Agent sent request to repair to replace the controller and the rtm. Pt will call back if they need further assistance. While on the call pt expressed they are not happy with the dr or the reps. Agent sent physician listings as requested by the pt to be mailed. Pt requested email be sent to the reps. Agent reviewed manufacturer representative (rep)  role and sent email to the reps. Pt states they had a fall "about 5 months ago" and since then the programming is not right. Pt states program a is supposed to have 3-4 but only has 1 program and b is showing 4 settings but are not what they are supposed to be, and c has 4 settings but are not what they agent reviewed mdt is not able to adjust programming and redirected to the doctor. Pt states they have called the reps but have not heard back. Historical event: while on the call pt mentioned "about 2 years ago they had a fall and it wrapped around the spinal column and the lead wire broke (please see pe # 707328715) and they had to go back in to fix it. Pt is very upset and "wants to just have the ins explanted" agent reviewed and redirected to doctor.

Event description:
Additional information was received from the rep stating that the patient was very agitated on the phone and would not schedule a meeting to interrogate implant. Rep also mentioned that several phone calls to the patient were made and patient hung up on them the last time contact was made (B)(6) 2026. Rep mentioned that the doctor's ma has been notified that patient has tried getting in touch with them. Patient's weight was unknown and the device remains in patient.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.